Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Additional information, including device details, patient medical history, post primary and pre revision x-rays, reason for revision and the explant have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision, both the reason for revision and the length of time that the devices were implanted is unknown.